Manufacturer narrative:
Journal of the american heart association: title: magnetic interference on cardiac implantable electronic devices from apple iphone magsafe technology (j am heart assoc. 2021;10:e020818. Doi: 10.1161/jaha.121.020818) authors fahd nadeem , md; arismendy nunez garcia, md; cao thach tran, md, phd; michael wu , md.

Event description:
It was reported through a research article that the implantable cardioverter defibrillator exhibited inhibition of high voltage therapy when a strong magnet from a mobile phone was placed over the device pocket. No changes or interventions were reported. No further information was available.